Event description:
It was reported following a successful biopsy procedure, upon removal from the patient, a burr was noted on the outer cannula of this biopsy needle. The patient's condition is good. This device has not been received for evaluation. Therefore, a failure analysis is not availale. As a lot number for the device was not provided, a device history search could not be performed. User technique during preparation of this device may have contributed to this event. However company is unable to determine the exact cause for this event. Company directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Waring: test firing the needle without stabilization may damage the cannula tip... Do not leave the needle cocked with the springs under tension until ready to use".